Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. A visual and tactile examination identified a complete break in the hypotube 1095mm proximal to the tip. The distal detached section of the device containing the hub/manifold was not returned for analysis. Multiple kinks were also noted along the hypotube of the device. This type of damage is consistent with excessive force being applied to the delivery system. No issues were noted with the hypotube that may have contributed to the complaint incident. A visual examination identified that the balloon was unfolded which indicates it had been subjected to positive pressure. Blood was noted in the balloon and inflation lumen which is evidence of a device leak. Due to the condition of the returned the device it could not be inflated during analysis to test for balloon leaks. A comprehensive visual and microscopic examination was performed which identified a 1mm longitudinal tear in the balloon material approximately 0.5mm proximal to the proximal edge of the distal markerband. No issues were noted with the balloon material that could have contributed to the complaint incident. A visual and microscopic examination identified no damage to the tip, markerbands or blades of the device. All blades were present and fully bonded to the balloon material. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was further reported that when the device was handled outside patient's body, it was noted that the hub broke off. The patient's status post procedure was reported as stable.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that a balloon rupture occurred. A 10mmx3.50mm flextome¿ cutting balloon¿ was selected for use. During procedure, when the device was inflated up to 12atm in the lesion area, the balloon ruptured. The procedure was completed with a different device. No patient complications reported.